Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
DHR analysis: the DHR analysis of the batches returned shows an initial conformance of this product with regards to its specification. For these batches, there was no deviation or failure investigation report. No other analysis was possible because the products were not returned.

Event description:
Revision surgery the patient dislocated the shoulder.